Event description:
It was reported that the patient's device had high impedance. The high impedance was identified during an office visit on (B)(6) 2016. The patient recently had generator replacement surgery. There was no known trauma since the implant. The patient was referred for possible revision surgery. No known surgical intervention has occurred to date.

Event description:
The patient had full revision surgery due to high impedance. The lead pin was reinserted, but the high impedance did not resolve. Therefore, the most likely cause of the high impedance was the lead. The explanted products were discarded.

Event description:
Operative notes from the patient's previous generator replacement (prior to the reported high impedance) indicated that the lead impedance was within normal limits when the new generator was implanted. No further relevant information has been received to date.